Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose (bg) was in the 500mg/dl range. Reportedly, customer continued to use pump for insulin therapy and has manual injections if needed.